Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there was suture failure during the installation of the angio-seal device, leading to the release of the anchor in the circulation of the right lower limb. There was no clinical consequence for the patient to date. There was no harm to patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on february 26, 2019. The procedure performed was arterial closure by angio-seal system: spontaneous wire rupture when the system is tensioned using a 6fr sheath. The anchor remained in the patient, in the vessel. There was not a pre-deployment angiogram performed. Hemostasis was achieved by the device and manual compression. The collagen was not compressed due to yarn breakage. There has not been any medical or surgical intervention performed to remove the anchor.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update device evaluated by MFR, and provide the completed investigation results. One 6f angio-seal sts plus was received for product evaluation. The carrier tube assembly was mated with the hemostasis sheath and arteriotomy locator was returned for analysis. No other accessory components were returned for analysis. Visual inspection revealed that the hemostasis sheath was mated with the carrier tube assembly. The color bands of the deployment sleeve were exposed indicating that the device had been moved into the rear lock position. The tamper tube was completely released from the carrier tube. Neither the collagen or the anchor was attached to suture, nor were they returned separately. Microscopy analysis revealed that the ends of the returned suture were frayed. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that suture was subjected to tensile or transverse forces. However, the exact cause of the reported event cannot be definitively determined based on the available information.